Event description:
Report received of non-delivery of integrilin. It was reported that the pt was to be receiving integrilin at 9ml/hour. According to reports, the nurse found the pump at 6:30am on 10/01/00 that indicated on the display that 67ml had infused, but that only approximately 10ml was gone from the bottle. It was reported the pump was on and appeared to be infusing, and that the tubing appeared to be loaded correctly, but that no drops were seen in the drill chamber. The tubing was changed, a new pump was used, and the infusion of integrilin was continued at 9ml/hour without further reported incident. The md was notified with no resulting orders. There was no reported adverse event with the pt. Though requested, there was no add'l info available.